Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The sample was not available for evaluation and no photos provided. Reported defect cannot be verified. A review of the subcategory 'device malfunction' was performed for aralast. The complaint rate for this subcategory for 2023ytd was approximately (B)(4), this is compared to previous years; 2021 (B)(4) and 202s (B)(4). No root cause was identified, no corrective and / or preventive actions were applicable. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected

Event description:
Report received from pv on (B)(6) 2023: (B)(6) 2023 mp: psm spoke with patient. Patient confirmed that she is still receiving treatment. The last three treatments patient had trouble with filter. Patient had to use extra flushes to push aralast through.